Event description:
Event description cpi received information that the patient with this implantable cardioverter defibrillator (ICD) came in to the ER after receiving a shock. The device was emitting tones and upon interrogation was found to be in fallback mode.